Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer blood glucose level was 300 mg/dl at the time of the incident. The customer had no symptoms. The customer treated with manual injection. The customer states the alarm occurs when trying to rewind the insulin pump. The customer reported fluid in the reservoir tube. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error alarm during rewind due to corroded motor home switch. Unable to confirm pump error alarm due to pump error alarm. Unit was received with moisture damage noted on electronics assembly and vibrator motor assembly. Unit was received with cracked retainer, minor scratched display window and scratched case.